Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, after removing a polyp, the tissue on the proximal side (about 1cm back) got slightly burned. No intervention to the patient was needed. The device was removed and inspected but no visible defect was noted. The procedure was completed with this radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Concomitant medical product: erbe eus generator.cook active cord (universal acu-1-vl (B)(4)). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after removing a polyp, the tissue on the proximal side (about 1cm back) got slightly burned. No intervention to the patient was needed. The device was removed and inspected but no visible defect was noted. The procedure was completed with this radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was intact and presented no anomalies. The most probable root cause for the patient burn could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).